Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the user pressed the shock button and the device did not deliver a shock. The operator began CPR and the device delivered the delayed discharge. The device delivered energy to the operator as well as the patient. Complainant indicated that there was no adverse effect to the patient or the nurse due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. The reported malfunction of "device delivered delayed discharge" was observed in the review of the activity logs. The logs showed that the charge button was pressed and the device displayed messages that indicated there was an issue with the connection between the electrode pads and the patient's skin. The device displayed a "defib not charged" message and issued a "press charge" prompt. The log shows that the shock button was pressed again instead of the charge button (the charge button was then pressed 6 seconds after the shock button). We believe the error messages displayed and the incorrect button presses delayed the delivery of energy. The device then successfully delivered energy resulting in 134 joules being delivered. The reported malfunctions of the "device did not deliver shock" was also observed during review of the activity logs, however this is not an indication of a device malfunction. The messages seen may indicate that there is an issue with the connection between the electrode pads and the patient's skin. The electrode pads used at the time were not received as part of this investigation. Additionally, further information obtained from the customer indicated that the electrode pads were loosely attached to a patient that was hairy and diaphoric. The reported malfunction of "device delivered energy to the user" could not be confirmed however, it was indicated by the customer that it occurred while performing CPR. This report has been attributed to poor coupling of the electrode pads to the patient's skin. Please reference the attached preparation for use pamphlet that instructs users to take the necessary precautions to reduce these factors. Analysis of reports of this type has not identified an increase in trend.